Manufacturer narrative:
Reported event: an event regarding infection involving 3.0 rio® robotic arm - mics, catalog: 209999 was reported. It was reported, ¿pi 2177341: the doctor performed an I&d due to possible infection of a left hip. He revised the liner in the process. The original surgery was done on 8/7/2019 via mako robot 119 at st. Anne's hospital. Rep provided primary operative report, primary and revision usage sheets, and reported that no further information will be released by the hospital or surgeon.¿ product evaluation and results: not performed as case session data was not provided. Medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment: "cannot confirm event, need additional information; primary operative reports clinical and past medical history, serial dated x-rays and examination of explanted components." Product history review review of the device history records associated with rio 119 indicate quality inspection procedures were completed with no reported discrepancies. Complaint history review a search of the complaint database under device identification pn 209999 reports no similar complaints for tha software - other (infection) conclusions: the failure could not be determined as no case session data or logs were provided after three communication attempts were made. No additional investigation or specific actions are required at this time. If additional information is received such as the session files, then the complaint will be reopened. Corrective action/preventive action: a search of the nc/CAPA database under device identification pn 209999 reports no records related to tha software - other (infection) h3 other text : device not returned

Event description:
This pi is for the robot and sterile robotics devices used in the primary procedure. As reported in pi 2177341: dr. (B)(6). Performed an I&d due to possible infection of a left hip. He revised the liner in the process. Original surgery was done on (B)(6)2019 via mako robot (B)(6) hospital. Rep provided primary operative report, primary and revision usage sheets, and reported that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
This pi is for the robot and sterile robotics devices used in the primary procedure. As reported in pi 2177341: dr. (B)(6) performed an I&d due to possible infection of a left hip. He revised the liner in the process. Original surgery was done on (B)(6) 2019 via mako robot 119 at (B)(6) hospital. Rep provided primary operative report, primary and revision usage sheets, and reported that no further information will be released by the hospital or surgeon.